Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited polarity switch, increased number of sensing integrity counter (sic), high impedance and the lead warning was triggered. It was also noted that the lead was reprogrammed but high impedance persisted and the lead fracture was suspected. Rv lead was capped and replaced. No patient complications have been reported as a result of this event.